Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field updated. The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: during routine maintenance/testing, won't run straight off ac, will not charge batteries. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during routine maintenance/testing, won't run straight off ac, will not charge batteries. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).